Manufacturer narrative:
The device was in use at the time of the event. The patient was moved to a different ventilator. No delay in therapy was reported, and no medical intervention was required. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device was making a loud noise. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The customer evaluated and repaired the device without the assistance from philips representative. The customer stated they replaced the blower and the flow sensor assembly, and determined the noise was coming from the blower.